Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. The cause of high pli was not determined. The field representative reported that the physician was aware of the issue and a lead revision will be scheduled. At this time, the system remains in service. No adverse patient effects were reported.